Event description:
It was reported that tip detachment occurred. The target lesion was located in the hepatic artery. A 135/20 renegade hi flo catheter-infusion was selected for use in a transcatheter arterial chemoembolization to treat liver cancer. During preparation, the tip of the catheter was completely separated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Investigation results: device evaluated by MFR: the renegade hi flo device was returned to our post market quality assurance laboratory. Visual examination revealed multiple shaft kinks and an outer shaft liner fracture located approximately 2cm from the strain relief while the inner lumen stretched from the outer liner shaft fracture to approximately 10cm from the strain relief. The guidewire revealed no damage. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the renegade hi flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause linked to device but unable to trace more specifically, due to the reported information does not clearly indicate a cause of the reported issue.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the hepatic artery. A 135/20 renegade hi flo catheter-infusion was selected for use in a transcatheter arterial chemoembolization to treat liver cancer. During preparation, the tip of the catheter was completely separated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).